Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the cartridge air removal step. Tandem technical support educated the customer to complete cartridge air removal step prior to filling the cartridge. Customer declined to load a new cartridge and planned to continue using the current cartridge.